Event description:
The lead was returned with no information but appears to be an implant attempt. Follow-up will be attempted to determine if there were any performance issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
The lead was returned with no information, but appears to be an implant attempt. Follow-up will be attempted to determine if there were any performance issues. No patient complications have been reported as a result of this event. Follow-up determined that there was poor pacing and/or sensing readings during implant attempt. The same numbers were found on the replacement lead until a new placement location was analyzed, and consequently the leads were not believed to have any performance issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on the helix; full lead returned and analyzed.